Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that inaccurate sensor value that triggered the suspend event. Customer¿s blood glucose level was 146 mg/dl. The sensor glucose value was 40 mg/dl. The insulin delivery was suspended due to sensor value as sensor and blood glucose level difference was not in target range. The device will be returned for analysis.